Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 415 mg/dl at the time of incident and current blood glucose level was 375 mg/dl. The customer¿s blood glucose level was over 400 mg/dl and the customer was feeling lethargic. The customer was treated with manual injection for high blood glucose level. In the hospital they took customer¿s off the insulin pump and his blood glucose level went up after that and no troubleshooting was needed on insulin pump. The customer had high blood glucose on manual injections when he entered into the hospital. The insulin pump will not be returned for analysis.